Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (4) ar-3636h self bunching 1.8 knotless hip fibertak broke during insertion. This was discovered during a procedure. No further information was provided. Additional information received on (B)(6) 2023: this was discovered during a hip labral repair procedure on (B)(6) 2023. The fibertaks broke while inserting them through the drill sleeve, and malleting it down to bone it. All broken fragments were retrieved successfully. The case was delayed over forty-five minutes, and the patient probably received additional anesthesia, although the sales representative is unsure. The patient also suffered significant cartilage damage due to the removal of the broken fragments.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the inserter tip of an ar-3636h had broken. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use.